Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fullness. While the patient was connected to the homechoice during an unknown process step, the patient experienced ¿severe abdominal pain¿. The patient disconnected from the device and went to the hospital; where they were admitted and diagnosed with ¿fluid in places where they should not have fluid¿. Treatment details and patient recovery status were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.